Event description:
It was reported that during use with 37 bd vacutainer® 9nc 0.109m plus blood collection tubes fibrin filaments were discovered. There was no patient impact. The following information was provided by the initial reporter: phase: in the process of using the product defect: there is white floc inside the blood collection tube, which is considered to be fibrin filaments quantity: 37. Impact: no impact on patients and users.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device lot #: 2237441. D.4. Medical device expiration date: 31-may-2023. H.4. Device manufacture date: 25-aug-2022.

Event description:
It was reported that during use with 37 bd vacutainer® 9nc 0.109m plus blood collection tubes fibrin filaments were discovered. There was no patient impact. The following information was provided by the initial reporter: phase: in the process of using the product defect: there is white floc inside the blood collection tube, which is considered to be fibrin filaments quantity: (B)(4). Impact: no impact on patients and users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of fibrin was not observed. 100 retained samples from each batch number: 2277403 were visually inspected and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of april, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 37 bd vacutainer® 9nc 0.109m plus blood collection tubes fibrin filaments were discovered. There was no patient impact. The following information was provided by the initial reporter: phase: in the process of using the product defect: there is white floc inside the blood collection tube, which is considered to be fibrin filaments quantity: 37. Impact: no impact on patients and users.